Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter placement procedure, the hair was allegedly wrapped around the catheter. There was no patient contact.

Event description:
It was reported that prior to a chronic catheter placement procedure, the hair was allegedly wrapped around the catheter. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one d/l hickman repair kit catheter was returned for evaluation. Visual evaluation was performed on the returned device. The complaint samples appeared to be clean. No anomalies were noted throughout the received components. A note was received with components stating the reported issue (hair) was removed. Therefore, the investigation is inconclusive for the reported hair contamination issue as the device was received in an unsealed condition and therefore it is unknown if the contamination was present at the time of manufacture. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.